Event description:
This toddler with a germinal matrix hemorrhage requiring ventriculoperitoneal shunt now presents with lethargy, vomiting, and increased ventricular size on his head CT scan will require ventriculoperitoneal shunt revision.we began removing the ventricular catheter, but the reservoir snap assembly came apart where the bioglide connector was. At this point, I used a 25-gauge needle bent at right angles in order to retrieve the catheter, which was lodged within the parenchyma. The ventricular catheter was freed up without difficulty and removed in its entirety.====================== manufacturer response for shunt, central nervous system & components, bioglide ventricular catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (B)(4).

Event description:
This toddler with a germinal matrix hemorrhage requiring ventriculoperitoneal shunt now presents with lethargy, vomiting, and increased ventricular size on his head CT scan will require ventriculoperitoneal shunt revision.we began removing the ventricular catheter, but the reservoir snap assembly came apart where the bioglide connector was. At this point, I used a 25-gauge needle bent at right angles in order to retrieve the catheter, which was lodged within the parenchyma. The ventricular catheter was freed up without difficulty and removed in its entirety.====================== manufacturer response for shunt, central nervous system & components, bioglide ventricular catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (B)(4).